Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was powered on and the display screen was noted to be dim and the display was found to have a reddish hue. The keypad cover was observed to be missing. The contrast button was observed to be missing. The buttons were tested and found that the up, down, and ok buttons were intermittently responding to button presses. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display was dim and discolored and contamination was observed under the keypad button contacts. This report is made based on the results of evaluation completed on (B)(4) 2015.